Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a female. The patient had a very complicated hospital stay. During the procedure, no problems were encountered while advancing the catheter. An xb3.5 guide catheter was chosen first and then exchanged for a 3.0 for a better fit (no complaint on the 3.5). The xb3.0 catheter went up without a problem but the physician was unable to inject contrast. At that point, the physician assumed the catheter was up against a wall of the aorta so he pulled back a bit and tried unsuccessfully to inject again. He looked at the catheter on fluoro and found it very twisted, so he tried to insert a 0.035" wire to remove the catheter but, it would not go through the twisted sections. The physician was able to insert a 0.025" wire to remove the catheter. The sales rep noted that as the catheter was withdrawn through the sheath, it was necessary to cut the unit in order to get it out. The physician was able to remove it without patient injury. No anatomical problems were reported that were thought to have contributed to the procedural difficulty. The patient did have an existing large hematoma in her groin/lower abdomen from a previous procedure.